Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured june 30, 2016 ¿ july 5, 2016. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device due to an untightened blue winged luer cap. No signs of a loose fill port cap were noted. A functional leak test was performed by filling the device and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the overpouch after filling. The reporter indicated that the leak was due to a loose fill port cap. The device had been filled with 3150mg fluorouracil in 52ml 0.9% sodium chloride solution. This was noted before patient use. There was no patient involvement. No additional information is available.